Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews were not possible. A console representing the current software version was used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interference. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the fluidics management system leaked during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.